Event description:
The customer was reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 546 mg/dl. The customer¿s current blood glucose value at the time of call was 108 mg/dl. The customer treated high blood glucose value with insulin pump. The customer did not experience any symptoms of low blood glucose value. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was active at the time of event. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.